Event description:
It was discovered that certain lot numbers of easypumps, an ambulatory pump for home use, was leaking between the pump and the tubing. The incident was reported to the manufacturer and the pumps were discarded. Lot # 22b17ge72r.